Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the incision closure, as it never quite healed. The patient also had redness around the lead extension connection. The patient was treated with antibiotics and underwent an explant procedure to explant the entire system. The patient fully recovered and the explanted devices were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: 16773106, serial: (B)(6), batch: 7085811. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7096176. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7096352.